Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was unable to insert multiple usb cables into the usb port. Reportedly, the pins inside the usb port look damaged. There was no reported impact to the customer's blood glucose level. Reportedly the customer will continue to use the pump until the replacement pump is received.